Event description:
Customer reported via phone call that the replacement insulin pump received alarmed button error. Blood glucose value was 166 mg/dl. Customer stated that the insulin pump was being worn inside the clothing but buttons were not hold for 3 minutes or longer. The customer was able to clear the alarm during the call and received a battery out limit and week battery alarm and time/date was reset. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.